Manufacturer narrative:
Date additional information received: 02/15/2017. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The failure of c56 prevented the power supply from operating on ac power.

Event description:
The customer reported the device will not operate on ac power. The field service engineer (fse) clarified the device boots up and then restarts immediately with no error codes. The customer reported there was no patient involvement.